Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that their inflatable penile prosthesis (ipp) device was leaking fluid. The patient underwent a surgical procedure in which it was noted that the device had lost nearly all of its fluid and there was a tear in the left cylinder. All components were explanted and replaced without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient states he had his inflatable penile prosthesis (ipp) device implanted in 2013, and it is leaking. Patient states his device will have to be replaced. Patient asked patient education for suggestions for a good urologist who specializes in implants.